Manufacturer narrative:
Device evaluation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no signs of physical damage. Upon investigation, the cycler functional verification check failed. The cycler powered on, however the screen was blank. The ¿stop¿ and ¿ok¿ buttons lit up but the screen functions were unable to be configured. It was identified that the cause for the blank screen was due to a burnt coil on the transformer of the inverter board. An internal visual inspection of the returned cycler encountered no other discrepancies. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be a burnt coil on the transformer of the inverter board. The cycler was refurbished following the evaluation.

Event description:
It was reported that the screen of a patient¿s liberty select cycler was blank during their peritoneal dialysis (pd) therapy (treatment phase unknown). The cycler had been turned off and back on, however, the screen remained dark. The patient confirmed that the ¿stop¿ and ¿ok¿ keys lit up after restarting the cycler. At that point in time, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. The patient reported that they had continuous ambulatory peritoneal dialysis (capd) to complete their treatment. Upon follow up it was confirmed that the patient had manual supplies for treatment and that there was no harm or injury reported. The cycler was returned to the manufacturer and a replacement cycler was provided and received. Upon physical evaluation of the cycler by the manufacturer, it was identified that the coil on the transformer of the inverter board was burned.